Manufacturer narrative:
Unique device identifier UDI : (B)(4). Hakim programmable valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. The possible root cause for the problem reported by the customer could be due to ¿blockage due to build-up of protein¿.

Event description:
A post-market clinical program reported ventriculoperitoneal shunt obstruction:the hakim valve was implanted on (B)(6) 2018 for a right ventriculoperitoneal shunt procedure. On (B)(6) 2018 the patient was brought to the hospital by the parents for an extruded ventricle and received a ventriculoscopy and a right ventriculoperitoneal shunt replacement. The patient was discharged from the hospital on (B)(6) 2018.